Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received a no delivery alarm. It is unknown when the alarm occurred. It is also reported that the pump's keypad buttons are not responsive. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed for no delivery alarm and unresponsive buttons as the caller declined transfer to the helpline department for troubleshooting. The pump will not be returned for analysis.